Event description:
It was reported that the end user has experienced unexpected movement from the power wheelchair, allegedly the chair has run into walls and door frames. The end user has sustained a foot injury and scratches to the arms. In addition, the shroud and arm pad on the chair were broken. Unspecified medical intervention was sought, however, the extent of any injuries is unknown. Should additional information become available a supplemental report will be submitted.

Manufacturer narrative:
.